Event description:
Reporter stated that patient tested blood glucose, on the accu-chek mobile system, and obtained a result of 9.4 mmol/l. Based on this result, patient reportedly delivered 32 units of novorapid insulin and 10 units levemir. Ten minutes later, patient was reported to have eaten; however, no details regarding what patient consumed were provided. Reporter stated that, 30 minutes after taking insulin, patient lost consciousness. Patient was treated with "marmalade on the gums" by an unnamed layperson. An unspecified time later, emergency medical services were summoned and patient was transported to the hospital. Patient did not know if blood glucose was tested by ambulance personnel. Reporter stated that, while in the hospital, patient tested blood glucose on the mobile system and obtained a result of 11.4 mmol/l. Using the same blood drop, patient's blood glucose was reportedly retested, on an unspecified hospital device, which reported a result of 5.6 mmol/l. No treatment from a medical professional was reported. Patient's current condition was reported as "doing fine." The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.